Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker had reached elective replacement indicator (eri) then recovered. Boston scientific technical services (ts) discussed that it is possible for the battery to recover and trigger eri again. Device replacement was suggested. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. The returned implantable pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this implantable pacemaker had reached elective replacement indicator (eri) then recovered. Boston scientific technical services (ts) discussed that it is possible for the battery to recover and trigger eri again. Device replacement was suggested. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable pacemaker had reached elective replacement indicator (eri) then recovered. Boston scientific technical services (ts) discussed that it is possible for the battery to recover and trigger eri again. Device replacement was suggested. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the device was explanted. No additional adverse patient effects were reported.